Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) for scar tissue correction. The patient was equipped with a new fixture and implant magnet during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.